Event description:
It was reported that stent damage occurred. While preparing a 3.50x20mm promus element ¿ drug-eluting stent for use, the physician noted that the tip of the stent was deformed. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).